Event description:
The screw went through the plate during surgery resulting in a 20 minute surgical delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.